Event description:
The devices passed initial test but when the surgeon attempted to use the devices during the case, neither device would function. The first device used was lot #f4pg7m. After it failed all the components(generator, cord, and handpiece) were changed out but the same problem occurred with the second device - lot #f4r26l.